Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter was returned and investigated. The reported thrombus was confirmed, as a blood clot was identified in the hemostasis valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus/thrombosis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The clip delivery system (cds) is filed under a separate medwatch report number.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was inserted into the steerable guide catheter (sgc), and advanced to the left atrium; however, thrombus was noted on the clip. Heparin was given, the cds was removed with the clot and the device was rinsed, flushed and re-prepped; however, a clot was then observed in the hemostasis valve of the sgc. The sgc was replaced, and the same cds was re-advanced. The clip was implanted without issue, reducing mr to 2+. The second clip was implanted, reducing mr to 1+. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). In the physicians opinion, the slda was caused by the pre-existing leaflet condition. A third clip was implanted to stabilize the slda clip, reducing mr to 1+. The patient was confirmed stable post procedure. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.